Manufacturer narrative:
Product event summary: (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via log analysis which revealed a decrease in power consumption and estimated flow starting on (B)(6) 2017 followed by a slight increase in power on (B)(6) 2017. Multiple low flow alarms were logged starting (B)(6) 2017. Failure analysis of the returned batteries, battery charger and (B)(4) revealed that the devices passed visual inspection and functional testing. (B)(4) passed functional testing but visual inspection revealed a loose power port one(1) connector. This is an incidental finding not related to the reported event. A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Based on an investigation conducted, the most likely root cause of the loose power port can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Failure analysis of the returned pump revealed that device passed dimensional verification and functional testing. Visual examination revealed a faint abrasion on the lower housing ceramic surface. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome t he rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to thrombus at the inflow cannula of the pump which likely got ingested into the pump. This event was assessed and is being reported as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware® ventricular assist system - controller 1.0. (B)(4) / catalog number 1650de / expiration date 30-sep-2017. Device available for evaluation?: yes, 22-jun-2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating that the patient has had numerous low flow alarms while on the ventricular assist device (vad). A decision was made to have a transplant on (B)(6) 2017. Additional information received on june 19, 2017 states that the site was not able to determine the cause of low flow alarms throughout the patient's treatment and requested the pump, batteries and controller to be analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Devices: con104857/catalog number 1403us. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.